Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) occurred on the right ventricular (rv) lead for high rate non-sustained episodes and elevated short ventricular intervals. There was also an rv lead impedance warning for high undefined impedance. It was noted there was undersensing and low impedance on the rv lead as well and that the rv lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.